Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that no pre-existing defect has been identified at the level of the damages. The damages of the mas and the setscrews are consistent with the cross-threading of the setscrews. Cross-threading may happen when the surgeon tries to engage the setscrew on the bone screw head once pushing the rod with the setscrew. No deviation or no non-conformance to specifications has been recorded.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the threads of the screw were damaged upon insertion. The screw would not fit. It was replaced and the procedure was completed. No further details are known at this time.